Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6)2017. The patient noticed that their cgm read 320mg/dl while exercising at the gym and dosed themselves with 4 units of insulin. The patient began to feel dizzy and passed out. The patient woke up and drank juice. After a few minutes, emergency medical services (ems) showed up. The ems performed finger sticks on the patient and took the patient's blood pressure. The values of the finger sticks performed by ems was not provided. The patient was not certain who called ems. The patient was not taken to the hospital. At the time of contact, the patient was doing okay. No additional event or patient information is available. Data was provided for review. A review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.